Manufacturer narrative:
The lead tip stiffness measured within product specification. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital complaining of pain. It was found that the lead had perforated the ventricle. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.